Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for right hip revision on (B)(6) 2018. Update 6/25/2018: as per conversation with sale rep, the patient had a dislocated head from the adm insert and in trying to relocate the hip, the adm liner disassociated from the mdm liner. As reported: "patient had a fall at home, dislocation occurred, reduced in ER, sent home. Dislocation occurred, upon open reduction intraprosthetic separating was seen. All information available submitted". Rep provided primary and revision implant sheets, an x-ray of the dislocation and other x-rays, vitals, explant photo, and primary operative report.